Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer current blood glucose level was 510 mg/dl. When customer went to bed he was at 427 mg/dl, this morning he woke up and his blood glucose was at 437 mg/dl, he changed it set and his blood glucose was still above 400 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery because changed his settings or done anything different but his blood glucose continues to climb. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.